Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of capture on the left ventricular (lv) lead. No changes or interventions were performed. The patient condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120046.